Event description:
The hcp reported episode of increased spasticity despite steady increases of daily dose. The pt is on lioresal 2000ug/ml @ 756 mcg/day. A 5% increase in daily dose was programmed on the day of this report. The pt has experienced recurring urinary tract infections since 2006. The pt tested negative for a uti today following antibiotic treatment. The hcp will wait approx 1-2 weeks and then consider programming a periodic bolus pattern to see if that makes a difference with the spasticity levels; other troubleshooting is being considered. In 2007, the hcp reported that a catheter dye study was performed and was "ok". The pt recovered without sequela.